Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button cover was lifted and the connector, j1005 on the ca board, was corroded. The cause of the non-functional response button is the corroded connector. The root cause of the corroded connector was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are non functional.